Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor on the electronic pen drive device seized, jammed and moved heavily. It was further determined that the device had a worn out motor and the controller was corroded. It was further determined that the device failed the following pre-tests: check function and direction of rotation. It was reported in the service order that the device did not charge the battery while on the charger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.